Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no damage was observed. Customer stated that, the cable along with the adapter overheated, and the adapter exploded. It was observed that no issues with reader. Reader self test were performed and all tests passed. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader's pcba (printed circuit board assembly) and no issues were observed. Stm processor was observed. The returned reader's battery voltage was measured to be within specification. Thermal camera was used to inspect the pcba and no hotspot was observed on any components. A further extended investigation was conducted. Visual inspection was performed on the returned reader and no issues were observed. Reader powered on with button depression. Reader was de-cased again and stm processor was returned. Visual inspection was performed on the pcba and no issues were observed. Returned battery voltage was measured to be within specification. A thermal camera was used to look for hot spots and no hot spots were observed. A built in reader test was performed and reader passed. A power consumption test was performed. Off current was measured to be within specification. It was observed that the reader charging and voltage draw from a known good adapter and cable was measured showing no signs of drawing excess power. The lack of hot spots and the reader passing the built in reader test show the reader electronics are functioning as expected. The passing of the power consumption test and the reader charging shows the reader was using and consuming power at acceptable rates. The cable and adapter were not returned, and due to the customers complaint the cable and adapter, therefore, unable to investigate either accessory. Therefore, issue is closed to no product return. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The cable and adapter has been requested back for an investigation and the customer agreed to return the device; however, cable and adapter has been received at this time despite follow up attempts by adc. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care charging cable and adapter "overheated and exploded." It is unknown if the customer's device exploded during use or while charging. There was no report of fire, smoke, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reports their abbott diabetes care charging cable and adapter "overheated and exploded." It is unknown if the customer's device expoded during use or while charging. There was no report of fire, smoke, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report. Section b3 (date of event) was incorrectly documented in initial report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care charging cable and adapter "overheated and exploded." It is unknown if the customer's device expoded during use or while charging. There was no report of fire, smoke, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.